Event description:
On (B)(6) 2024 the patient had surgery for replacement aortic valve with on-x 23 mm mechanical heart valve, thymectomy repair ascending aortic aneurysm with 30 mm straight gelweave graft with cardiopulmonary bypass; encompass maze; ligation of left atrial appendage with 40 mm atriclip, echocardiography transesophageal aortic root cannula was being removed from patient and the catheter tip broke off possibly inside the patient. Unclear if broke off inside aorta or within paracardial space.